Event description:
On april 3, an amazon customer commented that the products were recalled for false positives. The customer got a faint positive, retested with different brand and was negative. He/she did some research and found out that he/she was sent tests which were both expired and recalled. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.